Event description:
Device malfunction: none. Symptoms/ae: stroke, vasospasm. Time of ae: after the procedure. It was reported that one day post a right internal carotid stenting procedure, the patient experienced left sided weakness and a facial droop. It should be noted that during the procedure, prior to filter basket retrieval, aspiration thrombectomy was performed retrieving a moderate amount of white plaque. The filter basket was then recovered without issue. One day post procedure, the patient was returned to the catheter lab for a carotid angiogram. During the procedure, the patient was treated with nitroglycerine and verapamil intra-arterially for treatment of a possible transient spasm. Results indicated that the stent was widely patent and confirmed a chronic anterior cerebral artery occlusion. Beginning one day post procedure, repeat head cts were done and were found to be negative. Additionally, one day post procedure, a transcranial doppler was performed and demonstrated some suggestion of an intracranial spasm. The patient was started on nimodipine for the spasm. It was also thought that the symptoms may have been from hyperfusion syndrome or a transient thrombosis. A loading dose of plavix was given in addition to the usual dose. Four days post procedure, an MRI was performed showing an acute and subacute infarct. The patient continued to improve during hospitalization with the help of physical and occupational therapy. Six days post procedure, the patient was discharged to a rehabilitation facility. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. There was no device malfunction reported. Based on the rx acculink instructions for use (IFU) and on clinical and commercial experience with carotid stents, the reported patient effect is a possible adverse event associated with stenting the carotid arteries. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this complaint.